Event description:
It was reported that there was loss of capture on the right ventricular (rv) lead of the implantable cardioverter defibrillator system. Thresholds had also increased. The loss of capture led to eight seconds of asystole. There were no sensing issues. It was noted that the patient had sarcoidosis and sarcoid infiltrates possibly contributed to the situation. The rv lead was capped and abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.